Event description:
It was reported that the patient loss consciousness due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels were not reported. The patient had been wearing the pod between 4 and 24 hours on the arm. Prior to this the patient had been wearing a pod whilst experiencing persistent high blood glucose levels even though boluses had been administered. The patient then changed their pod and fell asleep. Whilst sleeping, the patient¿s blood glucose level ¿crashed¿, and they fell off the bed onto the floor. The patient had lost consciousness. Their partner had to pick them up and feed them some juice to increase their levels. No further assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.